Event description:
Customer reports that sys displays "lift motor disabled" when sys boots up. Also intermittent no image when fluoring. Recessed pin in lemo receptacle causing intermittent no fluoro. Key switch bumped to off position.

Manufacturer narrative:
The svc rep instructed operators on keyswitch functions and replaced lemo receptacle and verified operations. Sys is operating as intended. This correction is being submitted to change the year on the MDR submission number. The original year was submitted as 2007. All other info is to remain the same.